Manufacturer narrative:
Evaluation revealed the set screwdriver to be the primary product. Investigation revealed no discrepancies in material of manufacturing. Deviations in the device history records (DHR) were not found, the function was given in full on the device at the stage of delivery. The screwdriver received showed significant traces of an intense and frequent use. The reported ¿black fluid leaks out of the item¿ could not be verified and additionally an examination with a stereo-microscope revealed no debris at the area of the flexible spiral. A former case concerning residues / incrustation on similar critical instruments was submitted to a hcp for evaluation. The general cleanability of the screwdriver in the flexible part was proved during design validation. Tests [e.g. Test report (B)(4)] confirmed, that germ reduction is being achieved significantly better with automatic [machine cleaning] as well as manual cleaning for the subject product than for comparable other critical instruments [e.g. Endoscopes]. Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ (l24002000). As the set screwdriver had been in use for a longer time [manufactured in 2009] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Based on the information given and due to above observations an exact root cause could not be determined, but the case is rather related to insufficient cleaning by the user. No discrepancies were detected during risk analysis review. No non-conformity identified. However the complaint represents a potential recurring situation; nc # was already triggered to define whether actions are necessary.

Event description:
Black fluid leaks out of the item.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Black fluid leaks out of the item.